Event description:
It was reported that when device was received and the box was opened, the pacemaker's seal was broken and some of the stickers had been removed from inside the box. No patient was involved.